Manufacturer narrative:
This was a question regarding training scenarios and should not have been reported.

Event description:
It has been reported that the device is operating differently than expected.